Event description:
Erroneously elevated troponin (accu tnl) result from a single patient sample that was generated by the access 2 instrument. An initial accu tnl result was 0.57ng/ml. The result was not reported out of the lab. On the same day, the patient original sample was re-tested for accu tnl. The repeated accu tnl result was 0.02ng/ml. There was no report of patient injury regarding medical intervention or change to patient treatment that can be attributed to or connected with this event.